Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/12/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(4) 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 5:00pm. The patient indicated she manages her diabetes with combinations of oral medication (metformin 1000mg a day) and insulin (novolog 2-10 units) based on a sliding scale. Due to the alleged issue, the patient denied taking any action regarding her diabetes management regimen. The patient claimed she was feeling lightheaded and shaky ½ an hour after the alleged issue began, so she immediately self treated with food and/or drink. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest. The alleged issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-s1. It was reported that during tightening, the setscrew of the connector stripped. The connector was left in the patient. No patient complications were reported.